Event description:
It was reported that a patient with isthmic spondylolisthesis underwent a posterior lumbar interbody fusion (plif) spinal surgery at l4-s1. Thereafter, postoperative infection developed.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.